Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Blood glucose at the time of admission was 489 mg/dl. Customer could not recall any significant events leading to their hospitalization. The customer was treated with insulin and fluids at the hospital. Customer was also not wearing their insulin pump at the time of hospitalization. Troubleshooting found insulin was able to exit from the customer's insulin pump. The customer will be calling back to troubleshoot for the insulin pump. Customer's blood glucose was 130 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.